Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was observed on the device. Abbott technical support was contacted and confirmed premature battery depletion. Device explant was anticipated. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was explanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The cause of the high input current was found to be a hybrid anomaly. Telemetry, sensing, pacing, pacing lead impedance (pli), high voltage lead impedance (hvli), patient notification, high voltage (hv) charging, hv delivery, hv shock impedance and hv dumping were tested. No anomaly was detected.